Event description:
The customer reported that their t:slim x2 pump battery was not charging, and it was confirmed that the pump screen would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.